Event description:
On the initial report received by aso on 11/26/2024, the consumer stated that the product made her skin hard, and her skin started to peel on her finger only where the bandage was. In the completed consumer information report (cir) received on 01/03/2025, the consumer states that she used the bandages on a cut, which worsened, and caused irritation to all the surrounding skin. The consumer stated that she required medical treatment and that the symptoms did not improve after she stopped using the product. Consumer stated that the skin on her hand has healed, but it is extremely hard to bend her index finger.

Manufacturer narrative:
As of 01/27/2025 returned and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.